Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. To resolve the issue, the customer was instructed by technical support to remove and inspect the cartridge, confirm that it was properly attached, and follow on-screen instructions to complete the load process. The customer successfully loaded the cartridge and was able to resume insulin administration.